Event description:
Customer reported that blood tubing came apart below the drip chamber. The customer reported the line was primed with normal saline and came apart before it could be placed in the pump. No patient or staff harm reported; no medical intervention reported. Product return requested. Will send a follow up report if disposable is received, and when investigation is complete.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.